Event description:
Revision due to loosening.

Manufacturer narrative:
Section h10: h1: the engineering evaluation reported in the experience c2018-640 was likely the result of an insufficient implant-cement-bone bond, which led to aseptic (non-infected) loosening of the femoral stem.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to loosening.